Manufacturer narrative:
Block b3: exact date unknown, event occurred september 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074258, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074302, UDI: (B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, batch: 26475591 UDI: (B)(4).

Event description:
It was reported that the patient was in a car accident, and the physician opted to remove the spinal cord stimulator (scs) along with some hardware. It was unknown if there was device or patient issue. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.